Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument tip broke off while cleaning it with a nylon brush. There was no report of patient involvement or patient injury.